Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was shocked three times. It was also reported that it was a "little tender around the device area and their heart rate is a little higher". The patient was directed to contact their physician to have a device check performed. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.